Event description:
Lasik : severe dryness, double and triple vision, constant pain, excessive purchase of artificial tears, need topography done for possible corneal damage. Dose or amount: one time procedure.